Manufacturer narrative:
It was reported on (B)(6) 2019, that the guidewire navigation handle (B)(6) was found cracked by the operating room staff. The part was returned at manufacturing site on 19-jun-2020 by the taiwanese distributor, unison. Part was visually inspected and does not seem to be damaged. A deeper inspection showed that the part is damaged on two points. In normal conditions, the part is used in combination with the guidewire. Then, the user has to hit the guidewire handle to push the guidewire into the bone. It is assumed that this workflow likely led to the guidewire handle damage. The event described in the complaint is confirmed. Corrected data: b4: date of this report. G4: date received by manufacturer. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: event problem and evaluation codes.

Event description:
Not in a surgery/ procedure. The staff of the or find the part no: rosas00159 of the guidewire navigation handle (s/n: (B)(6) was cracked.

Event description:
Not in a surgery /procedure. The staff of the or find the part no.: rosas00159 of the guidewire navigation handle (s/n:(B)(6)) was cracked.

Manufacturer narrative:
Corrected data: - b4 date of this report; - g4 date received by manufacturer; - g5 PMA/510(k) number; - h2 if follow-up, what type.

Event description:
Not in a surgery /procedure. The staff of the or find the part no.: rosas00159 of the guidewire navigation handle (s/n:(B)(6) ) was cracked.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Not in a surgery /procedure. The staff of the or find the part no.: rosas00159 of the guidewire navigation handle ((B)(4)) was cracked.